Manufacturer narrative:
(T:flex) per tandem¿s user guide: ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose ranged from 80-100 mg/dl. Reportedly, the customer overfilled the cartridge. Reportedly, the customer replaced the cartridge and continued insulin therapy.